Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a needle of bd saf-t-intima¿ closed IV catheter was covered by silicone. No patient impact reported. The following information was provided by the initial reporter, translated from (B)(6) to english: the needle came covered by silicone.

Event description:
It was reported that a needle of bd saf-t-intima¿ closed IV catheter was covered by silicone. No patient impact reported. The following information was provided by the initial reporter, translated from portuguese to english: the needle came covered by silicone.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 21-jun-2022. H6: investigation summary our quality engineer inspected the 2 photos and 1 sample submitted for evaluation. The reported issue of silicone visible was not confirmed upon inspection of the photos and the sample. The photos provided were not clear enough and did not provide enough evidence to confirm the reported defect. During the visual inspection of the sample no foreign matter particulate was found. Bd cannot confirm the cause of the failure to our manufacturing process since the failure was not confirmed. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Manufacturer narrative:
H.6. Investigation: bd was not able to confirm the customer indicated failure mode on the pictures provided by the customer. Two photos were attached, in the first one we can observe the device. However, the distance of the photo does not allow to observe the defect, and in the second one the device is near but not clear also, since the picture is focusing on the package of the device. Therefore, no evaluation of the defect can be performed on the pictures received by the customer. DHR was reviewed and no qn¿s or other events were found related to the complaint stated by the customer. According to sampling plan applied for product performance, this lot was accepted.

Event description:
It was reported that a needle of bd saf-t-intima¿ closed IV catheter was covered by silicone. No patient impact reported. The following information was provided by the initial reporter, translated from portuguese to english: the needle came covered by silicone.